Event description:
It was reported that left ventricular lead dislodged and came back into coronary sinus right after the implant and there was high threshold and no capture. It was also reported that repositioning of the lead was not successful. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned and analyzed. There was blood/body fluid on the distal and proximal conductors and outer insulation breached cut.